Event description:
Hospital reported that customer was in an car accident and was hospitalized for low blood glucose. Customer is now home but nervous to put back on the pump, replacing pump due to dent on lcd. Cause unknown.